Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : the device associated with the reported event was not returned for evaluation. Examination of the provided photographs confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient ps was undertaking revision knee surgery on (B)(6) 2020 ( (B)(6)) at time of opening the components, it was noted that the attune revision femoral component (size 9 right) packaging was distorted and had the appearance that the clear packaging had melted (to some extent - see pictures. The packaging was checked visibly for any possible perforations and appeared in tact and as there was no other alternatives available in the hospital or in the local area, this was opened. On opening the first layer of sterile packaging, the sterile scrub nurse was unable to remove the second layer in the usual manner (due to the distortion n the packaging. As there was no other alternative, the inner white peel cover was removed and the femoral component was taken sterile from this "inner packaging".

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Examination of the provided photographs confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.